Event description:
Patient representative reported left side "intracapsular rupture and contracture," "after examinations, the patient was diagnosed with rupture and contracture of the left breast. And quotes the recall during the call." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and device rupture.

Event description:
Patient representative reported left side "intracapsular rupture and contracture," "after examinations, the patient was diagnosed with rupture and contracture of the left breast. And quotes the recall during the call." The device remains implanted.